Manufacturer narrative:
It was reported to abbott, that a patient¿s ipg was replaced due to being at end of life. The patient last charged the device 6 months ago. There were no complications and therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user erro.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.